Manufacturer narrative:
This MDR is being submitted as part of a retrospective review. During activities being performed for CAPA 682612 (associated with express mini 500 continued use and use of devices outside of the healthcare setting), atrium medical corp. Became aware of calls received by the getinge emergency support program (esp) team that were not logged as complaints. A retrospective review of the calls logs has resulted in the identification of this complaint/MDR. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Rn called with questions about an ocean chest drain that was placed in her patient last night in the ed due to a pneumothorax. She stated the patient was having an increase in pain, including when he takes a deep breath. Also, she wanted to know if it was set up properly. She stated the wall suction was at -20mmhg, and I told her she could increase that. Then, to adjust the controller on the tubing to produce a gentle bubbling indicating -20cmh2o of suction. We discussed the possibility that the patient had some numbing medication like lidocaine when it was inserted and now that had worn off so he would need pain control per the provider. She agreed and stated she was just about to give him something for pain.

Event description:
N/a.

Manufacturer narrative:
Investigation summary: the information provided stated that the rn called with questions about an ocean chest drain that was placed in her patient last night in the ed due to a pneumothorax. She stated the patient was having an increase in pain, including when he takes a deep breath. Also, she wanted to know if it was set up properly. She stated the wall suction was at -20mmhg, and I told her she could increase that. Then, to adjust the controller on the tubing to produce a gentle bubbling indicating -20cmh2o of suction. We discussed the possibility that the patient had some numbing medication like lidocaine when it was inserted and now that had worn off so he would need pain control per the provider. She agreed and stated she was just about to give him something for pain. The chest drain in this case was not returned and no product lot number was provided. Based on the details of the complaint the drain was set up properly. In regard to the pain experienced, the details suggest it was from the chest tube catheter that was placed and connected to the chest drain. Some level of pain is expected from placing the catheter through the chest wall, as well as after placement, and it needs to be monitored and controlled by the medical staff. The details provided suggest that the drain was set up properly for use. The manufacturer chest tube used in the case was not provided. As the lot number of the drain was not provided and the complaint is related to pain experienced likely from the chest tube catheter used in the case, a contemporaneous drain sample was not requested. A device history record could not be performed as the lot number of the chest drain used was not provided with the complaint. There was no adverse trend identified and no cause related to design, labeling, manufacturing, or supplier. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the details of the complaint the pain experienced is likely due to the operational context of the procedure. Without further information on, or a return of, the drain and chest tube catheter used, the complaint cannot be confirmed. In addition, the complaint cannot be determined to be related to the chest drain. H3 other text : device not available for return.